Event description:
The user facility reported that per the doctor, he had an issue he had with a runthrough ns extra floppy while doing a coronary cto case. He explained that he stented the lad and after the final shot, when he tried to pull the runthrough back through the stent and out of the artery, the wire was hung up and appeared to have wrapped itself around one of the stent struts. He tried multiple techniques to release the wire and pull the runthrough back into his guide, however, it would not move and was stuck in or on the stent. Ultimately, he decided to pull back with enough force to remove the wire, understanding that it may break. The wire did eventually break, however, the platinum and stainless steel over-coil unraveled and left part of the filament in the lad and the rest of it strung out into the lm, aortic arch to the brachiocephalic artery and possibly the subclavian artery. He was able to re-stent the lad and take care of the distal potion of the broken wire, he then needed to figure out how to take care of the filament that's hanging in the aortic arch and brachiocephalic artery. There was no patient injury, medical/surgical intervention required. The patient refused surgery. The patient was in stable condition. The procedure outcome was successful.